Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had some cartridges that were broken/failed. There was no reported impact to customer's blood glucose level. Tandem's technical support attempted to troubleshoot; however, the contact had no information. Multiple follow up attempts were made to obtain information.